Event description:
A malfunction alarm, specifically malfunction code 15, was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support assisted the customer in resetting the pump, but the malfunction persisted. Consequently, the pump was scheduled for replacement, and the customer planned to use a multiple daily injections (mdi) method for insulin delivery in the interim. The customer was guided on how to put the faulty pump into storage mode and instructed to return it within 10 days using a pre-paid label.